Event description:
It was reported that a flogard infusion pump experienced a battery low failure. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The battery low was confirmed. The cause of the reported condition was due to a defective main battery. To correct the issue the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.